Manufacturer narrative:
Block b3: date of event not provided. However, october 1st, 2019, was selected as the estimated event date because the information in the article was studied between october 2019 and february 2024. Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information such as the manufacture date. If additional details become available, a supplemental report will be submitted. Literature source: emine gokce, lindsey devisscher, niki rashidian, enrico palmeri, pieter hindryckx, et al. "Lumen-apposing metal stents for anastomosis creation throughout the gastrointestinal tract: a large single-center experience" den open. 2025;5:e419. (2024), https://doi.org/10.1002/deo2.41. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f19 captures the reportable event of surgical intervention.

Event description:
Boston scientific became aware of information involving the hot axios lumen-apposing metal stent (lams) through the article titled "lumen-apposing metal stents for anastomosis creation throughout the gastrointestinal tract: a large single-center experience" by emine gokce et al. The article describes a retrospective single-center study conducted at ghent university hospital (belgium) including 145 lams procedures performed in 136 patients between october 2019 and february 2024. Per the article, only hot axios stents were used. The study evaluated the efficacy and safety of eus-guided gastro-gastrostomy (eus-gg), gastro-enterostomy (eus-ge), and entero-enterostomy (eus-ee) for creation of anastomoses between segments of the gastrointestinal tract in patients with surgically altered anatomy or gastrointestinal outflow obstruction. The primary outcomes assessed were technical success, clinical success, and adverse events classified according to the agree criteria. Adverse events were reported in 13.8% of procedures. Additionally, major adverse events (6.2%) including stent migration were also reported. All adverse events occurred within the first 30 days post-procedure. All events were successfully managed with medical, endoscopic, or surgical intervention. No procedure-related deaths were reported. Device-related performance issues were also described. Loss of lams patency requiring endoscopic reintervention occurred in 2.8% of cases after a median of 85 days. Stent migration and persisting fistula after lams removal were also reported and required additional intervention in some patients. Please refer to the published article for full procedural details, complete adverse event descriptions, and additional clinical context.